Event description:
It was reported that it took a significantly higher than normal number of rotations to extend the helix of the right ventricular (rv) lead. The physician retracted the helix but could not get it to extend out again. The lead was left in place with the helix retracted and high impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).